Manufacturer narrative:
Continued: e.1. A.4.: 54.5 kg zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported implant rupture. Device has been explanted. This relates to the left side.

Event description:
Healthcare professional reported implant rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on feb 27, 2025. With lot number 2813943. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ rupture: observed missing piece of shell assessed as inconclusive. As per the investigation procedure, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.